Event description:
Additional information received indicated the event was resolved by device reprogramming. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, myopotential oversensing was observed on the device. Technical support was contacted and recommended a device reprogramming to resolve the event. No intervention has been performed at this time.